Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) came into failure analysis with a reported problem of ¿errors 32097 and 32114¿ and was confirmed and replicated. System logs show multiple communication errors (32097, 25730, 31226) occurring on usm4 pointing towards the clock spring fiber. The unit was tested on an in-house system in normal mode where it triggered 40100, 32097, and 25730 errors. The unit was also tested on a psc fixture test platform (pftp) where it passed fiber test but tested low on the clock spring fiber. The unit then failed yaw direction test. The golden clock spring fiber was installed, and unit passed yaw direction test on retry. The unit passed all other required tests thereafter. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). System tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the product for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, it was noted that the universal surgical manipulator (usm4) was disabled by itself. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified 40100 error and 32114 error on usm4. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure after the ports had been placed. System functionality was checked upon powering on the system, and it initially powered on without errors. The tse was contacted for troubleshooting, but only when the issue occurred the second time. To resolve the reported issue and continue the procedure, the usm4 was disabled. The procedure was then completed with three usms, and there was no injury to the patient. The surgeon disabled the use of the usm due to the issue, and the procedure was completed robotically with three usms.